Event description:
The advocate stated her son's blood glucose reading on the contour was in the 400s mg/dl, but when retested with a different meter his blood glucose reading was normal. Specific information was not provided. Depending on the normal reading for the customer, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No further information was provided.